Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-17114. It was reported that a patient presented remotely with noise on the atrial channel of their implantable cardioverter defibrillator leading to inappropriate automatic mode switching. During an unrelated procedure on (B)(6) 2021, programming changes were made. The right atrial lead noise was recreated during isometric testing during an in-clinic follow up on (B)(6) 2021. No further intervention was reported. The patient was stable throughout.